Manufacturer narrative:
(B)(4). The customer returned one used arterial catheterization device (minus the catheter) with the needle cannula detached. Microscopic examination revealed small traces of material that appeared to be adhesive inside of the needle channel within the needle hub. No adhesive was found on the needle cannula, and no other defects or anomalies were observed. The outer diameter of the cannula and the inner diameter of the needle hub were measured and were found to be within specification. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the needle become separated from the hub of the catheterization device was confirmed during sample investigation. Microscopic examination revealed small traces of material that appeared to be adhesive inside of the needle channel within the needle hub. No adhesive was found on the needle cannula, and no other defects were observed. Dimensional inspections were performed and no issues were found. Based upon the observed defect the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer alleges that the doctor placed the arterial catheter in to the artery successfully, however when the guide wire and accompanying apparatus was pulled out; the needle broke and was left inside the catheter. The anesthesiologist noticed this and pulled out the needle. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the doctor placed the arterial catheter in to the artery successfully, however when the guide wire and accompanying apparatus was pulled out; the needle broke and was left inside the catheter. The anesthesiologist noticed this and pulled out the needle. There was no patient harm.